Manufacturer narrative:
Alleged failure: foggy probable root cause: cables. Hdmi cables. Connectors. Digital board. Power supply. Filter / fuse. Ac inlet board. Main board. Transition board. Intermittence between transition board and ch connector software. Camera head (sensor, sensor cable). Coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring). Problem toggling light source. Connected monitors. Leaking. Poor grounding (e.g camera head connection from cable to transition board.) Soaking cap disconnection during sterilization. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. Cybersecurity attack. Use error . The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Manufacture date is not known. Gtin:(B)(4).

Event description:
It was reported that there was a foggy image during the procedure. A replacement was used to complete the procedure.

Event description:
Per additional information received, the fogging could be wiped off. The same device could be used to complete the procedure. The foggy camera head and scope may cause user inconvenience but did not result in any adverse consequences. Therefore making this event not reportable.

Manufacturer narrative:
Alleged failure: foggy. Probable root cause: cables, hdmi cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, software, camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring), problem toggling light source, connected monitors, leaking, poor grounding (e.g camera head connection from cable to transition board.), soaking cap disconnection during sterilization, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, cybersecurity attack, use error . The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a foggy image during the procedure. A replacement was used to complete the procedure.